Event description:
It was further reported that the controller and first battery were removed from service.

Manufacturer narrative:
A supplemental report is being submitted for corrections to b5, h6, and h10. Additional products: d4: model #: 1420 / catalog #: 1420 / serial #: (B)(6), d9: yes, return date: 08-sep-2023 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d4: model #: 1650 / catalog #: 1650 / serial #: (B)(6), d9: yes, return date: 08-sep-2023 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d4: model #: 1650 / catalog #: 1650 / serial #: (B)(6), d9: yes, return date: 08-sep-2023 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) exhibited low flows and suction alarms. It was further reported that the controller exhibited a controller fault and two batteries exhibited critical battery alarms. The controller and one battery will be returned. The second battery was removed from service.

Manufacturer narrative:
###A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420jp / catalog #: 1420jp / expiration date: 31-oct-2022 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 22-oct-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #:1650de / expiration date: 30-jun-2023 / serial or lot#: (B)(6) UDI #:(B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 23-jun-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #:1650de / expiration date: 30-jun-2023 / serial or lot#:(B)(6) UDI #:(B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 23-jun-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. One (1) controller (B)(6) and two (2) batteries (B)(6) were returned for evaluation. Information provided by the site revealed that it was reported that the patient was found dead at home and the cause of death was indicated to be ischemic heart disease. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual inspection and functional testing. As received, the batteries were completely depleted. However, during bench testing, the batteries were able to charge and provide power to a controller with no anomalies observed. An internal visual inspection of the returned devices did not reveal any anomalies. Log file analysis revealed sudden decrease in power consumption and estimated flows leading to parameters below the normal operating range s tarting on (B)(6) 2023. Eight (8) suction alarms and seven (7) low flow alarms were logged within the analyzed period. Log file analysis also revealed thirty-five (35) critical battery alarms involving (B)(4) logged on (B)(6) 2023 and five (5) con troller fault alarms were logged on (B)(6) 2023, which were due to the patient allowing the battery to deplete below 10% rsoc. A controller fault alarm will occur if the battery is approaching 0% rsoc. Additionally, log file analysis revealed five (5) controller power up events between (B)(6) 2023 at 22:33:10 and (B)(6) 2023 at 05:25:09. The data point recorded before the controller power up events revealed that no power source was connected to either power port one (1) or to power port two (2); the batteries were allowed to deplete completely, resulting in the losses of power to the controller. As a result, the reported event was confirmed. Based on the available information, the alarms and losses of power to the controller occurred after the reported death event on (B)(6) 2023. Based on the risk documentation and available information, possible causes of the reported low flow event and suction alarm event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, outflow graft obstruction, and poor vad filling. The most likely root cause of the reported critical battery, reported controller fault alarms, and observed losses of power can be attributed to the batteries depleting below 10%, which likely occurred after the reported death event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, ph armacological and procedural factors that may have contributed to this event. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(4) d9: yes, return date: 11-oct-2023 h3: yes dev rtn to MFR? Yes d1: battery d4: bat946419, d9: yes, return date: 11-oct-2023 h3: yes dev rtn to MFR? Yes d1: battery d4: bat946418, d9: yes, return date: 11-oct-2023 h3: yes dev rtn to MFR? Yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found dead at home. The cause and time of death are unknown.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicates that the cause of dea th was ischemic heart disease. Updated sections: b5 event description updated h6 patient codes updated investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cause of death was indicated to be ischemic heart disease.